Manufacturer narrative:
Correction: lot number was corrected to 202209194. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2022 and ¿the airseal obturator cracked and broke off in a patient. Patient unharmed and surgeon was able to remove broken piece¿. There was no impact or injury to the patient. The procedure was completed with an alternate same device. The patient is fine, no injury due to this occurrence. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2022 and ¿the airseal obturator cracked and broke off in a patient. Patient unharmed and surgeon was able to remove broken piece¿. There was no impact or injury to the patient. The procedure was completed with an alternate same device. The patient is fine, no injury due to this occurrence. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.